Event description:
It was reported that the patient experienced hypertonia; described as "slow, chronic". The patient underwent surgical replacement of the pump for battery depletion. The catheter was also replaced at that time as it was "fractured". The pump contained lioresal; concentration and dose were not reported. The patient outcome was reported as no injury.

Manufacturer narrative:
The pump and catheter were returned for analysis. Final device analysis of the pump revealed no anomaly found-normal device function. Final device analysis of the catheter revealed that the catheter was returned for analysis which revealed separate holes in 2 different catheter segments. The holes were possibly caused by needle sticks. The catheter failed pressure testing due to the holes.